Manufacturer narrative:
The 0-degree endoscope has been evaluated by the failure analysis (fa) team. Fa was not able to confirm nor reproduce the customer reported complaint. The endoscope was evaluated and placed on a diagnostic tester or equivalent for functional testing. The light leakage test or equivalent was performed to detect if any image quality defect were detected in either or both eyes. The endoscope was found with an artifact in right eye. The root cause for functional test failed ¿ focus test¿artifacts is not determinable/applicable. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The probable root cause of this binding is attributed to component susceptibility to increased friction. The endoscope cable connector was visually inspected and found with costumer labels/marks. During inspection of the endoscope cable connector, the housing exhibited customer labels or marking added. The root cause for cable connector ¿ laser marking issue - housing is typically attributed to the user. Fa plus: the endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module failed no image. The root cause of functional test failed --payload tester is not determinable/applicable.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer stated the view was crooked from the 0-degree endoscope. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue presented as soon as the camera was docked to the robot before and after targeting. The image was not inverted. The event did not involve a reversed control of system arms. The vision orientation changed on its own. The endoscope did not move freely with uncontrolled motion. There was no report of loss of video or image. The endoscope did not fail engagement, recognition or display any error messages. There was no physical damage observed on the endoscope. There was no material missing or detached from the endoscope tip. The procedure was completed using a backup endoscope. The endoscope is available for return to isi for evaluation.

Manufacturer narrative:
The 0-degree endoscope involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. Therefore, the root cause of the reported failure mode has not yet been determined.